Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd code (B)(4) was coded in error and has been replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37602 lot# serial# (B)(4) implanted:(B)(6) 2014 explanted: product type implantable neurostimulator product ID 7482a51 lot# serial# unknown implanted: explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was a revision for an MRI full body eligible system. It was reported the extension and the ins were to be replaced today but only the extension was and no ins. The caller reported the notes discuss capping the extension/lead by cutting the extension and capping the end of the lead/extension connection. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602 (B)(4) implanted: (B)(6)2014 product type implantable neurostimulator product ID 7482a51 product type extension product ID neu_unknown_lead product type lead codes apply to lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative (rep). It was reported the patient had a retained, intact lead. In the operating room, it was reported that they encountered some resistance when trying to tunnel the lead and they snipped the proximal end of the old extension and connected it to the distal end of the electrode and placed a cap on and tucked everything back in so it was completely internalized. The caller went onto read the statement which said they decided the safest thing to do would be to leave the battery and extension out. They snipped the proximal end of the old extension and connected it to the distal end of the electrode. They placed a cap over this after screwing the proximal portion of the extension down. The caller was unwilling to share why the system was explanted. No further complications were anticipated as a result of this event.